Event description:
It was reported that the lead exhibited high threshold causing the implantable cardioverter defibrillator to reach elective replacement indicator at an accelerated rate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.